Event description:
It was reported that during insertion, a fracture was noticed in the needle hub which caused air to leak into the needle during withdrawal.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.